Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-rt 62.5, item# 183006, lot# 733830. E1 vngd as tib brg 12x71, item# ep-189062, lot# 601570. Device evaluated by MFR: customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a right knee revision procedure for pain and swelling, the tibia bone was fractured and hence the tibial implant was revised and bands of cobalt chromium were place to fix the fracture. No additional information is made available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed. Medical records were not provided and no product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. It was reported that the surgeon removed and re-implanted the tibia tray which is off-label use, however this cannot be confirmed with the minimal amount of information available. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.